Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s pain during their MRI has not been determined. The rep stated that the patient¿s pain is not as severe as it was during and immediately following the MRI, but it does still persist. They noted that the patient¿s device was turned back on and is functioning like normal. The patient¿s weight is unknown. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient needed an MRI due to a brain tumor. The rep reviewed the MRI guidelines with the patient over the weekend, and told them to read the specifics in the guidelines. They indicated that the patient¿s device was set to zero on off. The rep stated that the patient had a full body system MRI, and a head only MRI. They added that when the patient underwent the head only MRI, they complained of severe burning and throbbing in their left arm during the scan. The rep noted that it was to the point where the patient was screaming, and the scan had to be stopped. They indicated that the patient is still complaining of their pain on the day of the report. The rep added that the brain tumor is affecting the patient¿s temporal lobe, so their speech is affected, and they have trouble verbalizing their words. They stated that the patient is no longer screaming in pain, and their stimulation is still off. The rep assumes that the patient followed the MRI guidelines, and that no one touched the stimulation after it was turned off prior to the scan. They added that one of the patient¿s leads is cervical, and the other old one is thoracic. No further complications were reported or anticipated.